Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. It was stated that the error alarms occurred twice and the settings were not correct in the insulin pump. It was also reported that the customer was hospitalized again for a stomach virus. No add'l info was provided at the time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product had been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.